Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a venaseal closure system was used during a vein treatment procedure in which the right proximal, mid, and distal vein segments were treated, the blue introducer was used, there were no challenges or deviations related to catheter tip location prior to initial delivery of adhesive, and the catheter tip was positioned 5 cm caudal to the saphenofemoral junction. A hypersensitivity reaction was reported 12 days after the procedure, within an onset window of days 2¿14 post-procedure, with itching, rash, and pain. The reaction was reported to occur along the treated artery or vein more than 5 cm from the access site and was described as worsening in severity over the past couple of days. Steroids did not resolve the issue issue. The patient was admitted to the hospital for escalation to stronger medication, and the event was ongoing at the time of reporting.